Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, all results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting one event of false negative reaction using mts abd/rev cards lot # 072418037-08 and 0.8% affirmagen lot 8a880 exp. 12/18/18, with the reverse portion of gel card. According to customer, sample in question with no prior history was tested on vision analyzer on (B)(6) 2018. Results from vision indicated the blood type to be group ab, rh positive with all reactions as expected and no flags noted. Customer further added sample in question had a positive antibody screen test. Because of the positive screen and medication of patient, customer sent sample to reference lab for work-up. Report from reference lab indicated that the blood type of sample is group a2b positive with anti-a1. Because of the discrepancy, customer retested sample in question using tube method and (3%) affirmagen lot # a162 and noted 1+ reaction in the a1cell, confirming the a2b subgroup with an anti-a1. Issue started on: (B)(6) 2018; reported (B)(6) 2018 . Frequency: isolated to one patient. Last qc run: qc passed day of testing patient/sample data: (B)(6) male. (History of medications of daratumumab for multiple myeloma) sample type: edta cards /cassettes/ storage condition temperature: as per IFU visual appearance before use: acceptable reagent red blood cell storage and handling: acceptable tsc requested customer to repeat testing of sample by converting the 3% affirmagen cells to 0.8% and retest in manual gel. The customer stated that with repeat testing of sample after converting 3.0% affirmagen cells to 0.8% rbc concentration and retesting, still no reactivity noted with the reverse cells. Also additional troubleshooting including increased incubation for 15 minutes at room temp, and still no reactivity noted. Tsc discussed with customer difference between methodologies gel method vs. Tube method. (Spin cycle; soft vs. Hard spin on tube method). Also discussed with customer that the cards only contain buffered solution and the interaction between the antigen and antibody should yield positive reactions. Customer further stated site repeated testing of sample using different lot # of gel card (ref (B)(4)) and still saw negative reaction. Customer performed further troubleshooting by converting 0.8% affirmagen lot # 8a880 to approximate 4% reagent, saw weak reactivity with a1 cell at immediate spin. It was weaker than (1+) is with different lot of 3% cells, but positive.